Manufacturer narrative:
In this case, the valve was crimped in the incorrect orientation, and deployed upside down. The instructions for use (IFU) state: ¿remove the thv from the crimper and place it on the delivery system balloon as described for the antegrade or retrograde approach. For both approaches, the longitudinal placement of the thv is at the mid-point of the balloon, between the two radiopaque markers. Retrograde transaortic approach: inflow aspect (fabric cuff end) of the thv towards the distal end of the delivery system. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; for transaortic approach: the inflow (fabric cuff end) of the thv should be oriented distally towards the delivery system tip." There is no evidence or allegation of a device malfunction in this case, and review of the IFU and training manual reveal no insufficiencies. The cause of the event was use error. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during a transaortic tavr procedure the 23mm sapien xt valve implanted in an upside down position. The ascendra plus delivery system was prepped with the valve oriented in the ta delivery position instead of the crimping the valve in the other direction for the tao position. The incorrect position was not identified before the valve was deployed in the incorrect position with the leaflets facing the ventricle. The patient did not have a pressure so bypass was initiated and another valve was placed in the correct position inside the first valve. The patient was then taken off pump and remained stable.